Event description:
I had a hysterectomy because of pain the essure device caused. I was implanted 7 years ago and told there were no serious side effects. X-rays showed one of the coils had straightened out and broke inside my pelvis. I have experienced severe pelvic pain during and after intercourse, extremely painful periods, migraines, inflation of all of my joints, dizziness and faint, undiagnosed vomiting, extreme brain fog etc. Uterus, cervix and fallopian tubes removed to remove all essure parts.